Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. Unrelated to the display issue, it was observed that the battery compartment was cracked along the threads.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display screen on the pump was fading. The patient stated that there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.